Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) states: note: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.75x38 xience prime device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during the procedure to treat a heavily calcified, 95% stenosed de novo lesion in the mildly tortuous mid circumflex (cx) to obtuse marginal (om) coronary artery, when advancing a 2.75x18 rx xience prime stent delivery system (sds) and a 2.75x38 rx xience prime sds, each sds failed to cross due to patient anatomy, force was applied during crossing attempts, and the proximal shaft of each device separated into two pieces. As the separation for each device occurred in the proximal shaft, the distal shaft portion was simply withdrawn from the anatomy. A 2.75x15 and 2.5x38 xience prime were each able to ultimately cross the lesion and successfully complete the procedure, however, they each reportedly crossed with much resistance felt due to patient anatomy. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.